Event description:
Additional information received: patient underwent lead replacement surgery. Physician explanted and replaced the lead. Patient was stable before during and after the procedure.

Event description:
It was reported that when the patient presented to clinic for follow up, high atrial capture threshold and variation in atrial sensing was observed. Atrial lead dislodgement was noted on chest x-ray. Programming changes were made. The patient is not dependent on pacing. Physician will review the chest x-ray results and will refer the patient for lead repositioning if necessary. The patient had been stable and had experienced no symptoms.